Manufacturer narrative:
(B)(4)

Event description:
Reportedly, while in use on a patient there was a squeaky noise and a popping sound and then ventilator shut off all together when the ventilator was plugged into ac power. The patient was immediately switched to a backup ventilator and no harm was reported.